Event description:
It was reported that while the anesthesia workstation was connected to a patient, there were issues to ventilate the patient. There was no patient harm. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The anesthesia workstation (hereafter named system) was investigated by our field service engineer. The system checkout passed without deviations, no fault was found and no parts were replaced. Further information received from the user facility states that the filter used close to the patient had a high flow resistance. Evaluation of the received device logs shows that system checkout performed prior to and after the event were successful. The technical log has no entry to indicate a technical failure in the system. The event log shows that alarms for high airway pressure, regulation pressure limited and low expiratory minute volume were generated off and on during the hole treatment period. The generated alarms for high airway pressure and regulated pressure limited along with information about a filter with high flow resistance indicate an increased expiratory resistance in the patient¿s breathing system. At high expiratory resistance, patient does not have time to breathe out properly during the expiratory phase before a new breath is initiated. This leads to the generated alarms and a lower delivered volume to the patient. Our conclusion is that there was no technical failure in the system.